Event description:
It was reported that during patient use, the ventilator had a loss of communication between the display and the breath delivery unit (bdu). The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm or injury. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) to graphic user interface (gui) cable. The cse then performed extended self-testing on the device and all performed tests were passed.